Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that the distal tip of the soft cannula was damaged. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. However, a 0x68 occlusion alarm was generated by the pod, halting insulin delivery. Timeouts were seen in the downloaded data in conjunction with this alarm. It was found during fluid path testing that the soft cannula was blocked, though it was cleared with a soldering tip. The exact timing of the blockage could not be determined and so it can not be conclusively determined if this contributed to the generation of the alarm. No damages or defects were observed with the adhesive pad or bottom housing that would cause skin irritation. The exact cause of the reported skin irritation could not be determined. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient¿s blood glucose reached 385 mg/dl while wearing the pod between 24 and 36 hours on the back. Patient also had skin irritation at the insertion site. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.